Event description:
A user facility medwatch was rec'd 07/06/06 for the irrigation port misused for feeding. This is a supplemental report by kimberly-clark/ballard medical. Kimberly-clark or ballard medical has no first hand knowledge of the allegations but is relaying info rec'd from outside sources pursuant to federal regulations.

Manufacturer narrative:
The end user medwatch stated that the pediatric night nurse had connected the tube feeding line to the ballard suction catheter saline installation port instead of the 10 french argyle feeding tube. The rationale was that the connectors looked the same an the room was dark. Some of the feeding was instilled into the ballard sheath surrounding the catheter. A copy of the user faiclity medwatch is attached. To date, our telephone calls to obtain pt status, add'l incident info and a return of the use device have not been responded to. The device was not returned for eval. The device history was reviewed and the product met manufacturing specificaitons. There was a misapplication and misuse of the device, the directions for use were not followed and the user error caused the event.